Event description:
During investigation of a reported infection (MFR #: 1644487-2012-03076), it was reported by the physician that the patient experienced vocal cord paralysis after implant surgery. The vocal cord paralysis was attributed to the use of the retractor during surgery and not the vns itself. No treatment was required for the paralysis as it healed on its own very rapidly. No other information was provided.